Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: multiple ¿call service 052¿ alarms were observed in the alarm history on (B)(6) 2016. The pump was powered on with audible and vibration tone; however the pump¿s display was blank. The remaining steps were unable to be verified due to the blank display screen. The reported ¿blank display¿complaint was duplicated during investigation. The pump¿s cover was removed; there were no intermittent conditions found to the printed circuit board. A single component failure of the printed circuit board was found that resulted in a processor communication failure.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.